Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulmonary embolism and deep vein thrombosis leg. Concurrent conditions included vertigo (benign paroxysmal position.), upper respiratory infection, anxiety, impaired fasting glucose, palpitations (not on medication), polycystic ovarian syndrome, weight gain, numbness, paraesthesia of fingers, flu, vomiting, diarrhea, hypercholesterolemia, heart murmur (not on medication), fatty liver and morbid obesity. Concomitant products included alprazolam (xanax) for anxiety, warfarin sodium (coumadin) for pulmonary embolism as well as fluoxetine, lorazepam, nsaid's, omeprazole and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections, infection (bladder/ urinary tract/vaginal) type: uti"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("pain, abdominal pain"), anxiety ("anxiety / mental anguish"), depression ("depression") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, menorrhagia, vaginal haemorrhage, abdominal pain, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. The first essure was introduced into the ostium of the right fallopian tube and approximately 3-4 coils of the implants were noted in the endometrium cavity. Similarly, after the second essure was introduced, 2-3 loops of coil were noted within the endometrial cavity. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion impression- successful essure. Contrast does not enter into the tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received - events anxiety, depression, mental anguish, weight gain were added. Concomitant drugs, concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in an adult female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulmonary embolism and dvt. Concurrent conditions included vertigo (benign paroxysmal position.), upper respiratory infection, anxiety, impaired fasting glucose, palpitations (not on medication), polycystic ovarian syndrome, weight gain, numbness, paraesthesia of fingers, flu, vomiting, diarrhea, hypercholesterolemia, heart murmur (not on medication) and fatty liver. Concomitant products included alprazolam (xanax) for anxiety, warfarin sodium (coumadin) for pulmonary embolism as well as omeprazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections, infection (bladder/ urinary tract/vaginal) type: uti"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("pain, abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, menorrhagia, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. The first essure was introduced into the ostium of the right fallopian tube and approximately 3-4 coils of the implants were noted in the endometrium cavity. Similarly, after the second essure was introduced, 2-3 loops of coil were noted within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Impression- successful essure. Contrast does not enter into the tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs and mr received: new reporters added and reporter information updated. Plaintiff demographic information added. Product indication updated, lot no. Added. Concomitant disease, historical condition and concomitant drugs added. New events menorrhagia, vaginal haemorrhage and abdominal pain added. Event infection updated to urinary tract infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.